Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. Upon completion of baxter's investigation, or if additional relevant information is received, a follow-up will be submitted.

Event description:
The customer contacted baxter¿s technical service center to report a system error 2240 on the homechoice (hc) during use, patient connected in fill three of five. The cause was determined to be a loose connection. There was patient involvement, but no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned, a device analysis could not be completed. However, the home patient (hp) reported a loose connection which is a known cause of this alarm. The cause of the loose connection could not be determined. Should additional relevant information become available, a follow-up report will be submitted.